Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her blood glucose was 108 mg/dl and woke up with her blood glucose at 514 mg/dl. Customer treated her high blood glucose with insulin injections. Customer mentioned that the nurse had reprogrammed her settings. During troubleshooting, customer was assisted in rewinding and priming her infusion set. Customer was advised to monitor the device. Customer will not be returning the device for analysis.